Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with bd syringe s2 20ml 18ga 1-1/2in the scale markings were discovered to be missing. The following information was provided by the initial reporter, translated from (B)(6) to english, "the nurse took out a bd disposable sterile syringe (with needle) when adding medicine, and found that the barrel did not have any scale marks."

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot number 1903312. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for evaluation. The retained samples were examined and no defects were identified. The process used to print the scale onto the syringe is called ¿hot stamping.¿ a metal stamp is heated and by pressure, the stamp pushes the foil and it is embedded into the barrel wall. Based on the reported feedback, we understand that this incident could have resulted from a defective foil reel. If the foil does not work as expected, the scale may not be printed correctly onto the barrel. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence.

Event description:
It was reported that prior to use with bd syringe s2 20ml 18ga 1-1/2in the scale markings were discovered to be missing. The following information was provided by the initial reporter, translated from chinese to english: the nurse took out a bd disposable sterile syringe (with needle) when adding medicine, and found that the barrel did not have any scale marks.